Manufacturer narrative:
(B)(4). The customer reported that the display on the device is blank. The device was evaluated by a field service engineer. Replacing the display assembly resolved the issue.

Event description:
The customer reported that the display on the device is blank.